Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The torque wrench broke. Update (B)(6) 2016: follow-up from the sales rep indicates the part showing the amount of torque applied is the piece that broke. The torque scale plate.

Manufacturer narrative:
Examination of the submitted torque wrench confirmed the scale plate has become fully disassembled from the wrench. The root cause of the disassembly is unknown. The instrument is old (mfg nov. 2007) and has been subjected to heavy usage. Based on the inability to identify the root cause and the low frequency of reported events, no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.